Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the cabinet cubies were automatically unassigning items from cubies with apparently no user interaction. The technical support specialist (tss) identified that the issue was related to the network and not related to database or structured query language. Tss stated that stations and the synchronization cabinet were unaffected, indicating a station-specific network problem requiring hospital information technology or facility network admin to investigate and a request was created for change to retry logic. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 2000 cabinet cubies were automatically unassigning items from cubies with apparently no user interaction. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-nov-2024, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medflex 2000 cabinet cubies were automatically unassigning items from cubies with apparently no user interaction.the customer reported that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medflex 2000 cabinet cubies were automatically unassigning items from cubies with apparently no user interaction. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.